Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. No add'l info is currently available.

Manufacturer narrative:
On june 15, 2015, cormatrix cardiovascular received additional details of the event involving the use of cormatrix ecm for carotid repair. An update is listed below. Ecm for carotid repair product was placed approximately two weeks before the reported adverse event. Patient reported to be (B)(6). The sample has been discarded by hospital histology department and is not available for evaluation. Histology findings determined aneurysm. Patient is doing fine.

Event description:
On (B)(6) 2015, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a pt had a carotid endarterectomy patch angioplasty with the ecm for carotid repair prod. The patch was hydrated for approximately 1 minute prior to placement. There was no apparent pre-existing infection. The pt later returned for secondary surgery. It was reported that the center of the patch was deteriorated but there was no disruption seen at the suture line. The ecm patch was removed and sent to hospital pathology for eval. No further info is currently available.